Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2021 after experiencing chest pain. Upon examination, it was noted that the right ventricular lead exhibited an increasing capture threshold trend. On (B)(6) 2021, right ventricular lead noise and low lead impedance were observed from the remote transmission of lead data on merlin.net. A lead revision procedure was recommended as lead damage was suspected. Lead damage has not been confirmed and no intervention was performed at this time. There were no other reported patient symptoms and the patient remained in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the patient's lead was explanted on (B)(6) 2021. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.